Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an infusion set bent cannula due to insufficient subcutaneous tissue at the insertion site on (B)(6) 2026. The event occurred on the first day of insertion. The insertion site was the abdomen. The infusion set was in use for one day. The blood glucose level was 397 mg/dl, and the patient was treated with pump therapy. The patient replaced the infusion set and resumed insulin successfully. No further information available.